Event description:
A malfunction was reported on the customer's pump, causing blood glucose levels to exceed 500 mg/dl, although the specific value was labeled as "high." The customer had not yet taken any corrective action at the time of the call and did not require third-party assistance. Tandem technical support informed the customer that a pump reset would require the ability to charge the pump, which was not available to the customer at the time, and planned to provide complete reset information on a follow-up call.